Manufacturer narrative:
Investigation conclusion: the customer¿s stated issue of syringe pump not recognizing 3ml bd syringe was not confirmed through a review of the device logs or through testing. The review of the device logs did not find any evidence of not recognizing a syringe. The pcu was received but the logs have been overwritten due to continued use. Therefore, the programming steps and syringe selected at the time of the incident could not be determined. Device inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front cover or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui¿s have dried fluid on all pins. The syringe barrel clamp sizer was misaligned. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint was not definitively identified in this investigation. The returned syringe module was thoroughly tested and inspected. The barrel clamp sizer was found misaligned; however, the device was still able to recognize the syringe loaded into the device appropriately. Device history review: review of the sn: (B)(4) service history record showed the device had a manufacture date of 10sep2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 29oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the nicu that the syringe pump did not recognize the bd 3ml syringe provided. When the pump was programmed with the bd 3ml syringe it pulled up the monoject 3ml syringe. Another syringe pump that recognized the syringe was used. There were no adverse effects caused to the patient in the event.